Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement <400 mg/dl. The patient was reportedly hospitalized at (B)(6) medical center with the diagnosis of diabetic ketoacidosis (dka) as well as a urinary tract infection. The reporter stated the patient's treatment plan during hospitalization included intravenous fluids and insulin via injection. The patient was discontinued from insulin pump therapy and remained hospitalized at the time of the reporter's call to animas. Troubleshooting performed by animas customer technical support revealed the battery cap had stripped threads rendering it unable to attach to the pump; the pump experienced power loss due to the damaged battery cap beginning (B)(6) 2016. The reporter confirmed the battery cap had not been replaced for seven to twelve months. Animas cts determined the event involved a training/misuse issue. The user's booklet for the device instructs the user to replace the battery cap every three to six months. This complaint is being reported because the patient allegedly was hospitalized with dka while using a damaged insulin pump; the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.